Manufacturer narrative:
Block h6: supplemental report #2 indicated that the adhesive likely detached post procedure; however, the conclusion code was not updated from 4315 (cause not established) to 4308 (cause traced to transport/storage).

Manufacturer narrative:
Internal reference: 237997 block b5: device evaluation determined adhesive was missing from the device. There is a potential for harm if the malfunction were to recur. Block d4: correction: entry error: the device expiration date is (B)(6) 2020. Block h3: device evaluation: visual, microscopic and functional testing were performed on the returned device. There was lifted adhesive at the proximal fillet and a portion of the adhesive appeared to be missing. Fluid ingress was present at the proximal fillet where the adhesive was lifted. The device was recognized by the system but produced an intermittent image and a "catheter fault detected" error message was displayed. The probable cause of the reported failure is electrical discontinuity caused by fluid ingress into the device. The probable cause of the missing adhesive could not be conclusively determined by the investigation. Correction: entry error: the device manufacture date is (B)(6) 2018. : was updated to reflect device evaluation result coding. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person. /jdw

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This follow-up report (# 1) is being submitted to report device analysis observations for manufacture's device and to correct entry errors.

Manufacturer narrative:
H3 other text : placeholder

Event description:
This case was reviewed and investigated according to the manufacturer''s policy. Internal reference: (B)(4). This follow-up supplemental report #2 is being submitted to report additional investigation findings, to wit: there is no potential for harm if the malfunction were to recur. This complaint was reassessed based on an engineering study that indicated, this family of catheters do not exhibit any adhesive detachment during normal use. There is no evidence of abnormal use conditions, it is likely the adhesive detached post-procedure, during the process of returning the device for analysis. There was no patient injury, no status decline, no adverse event, and no unplanned additional medical or surgical intervention reported. There is no potential for harm if the malfunction were to recur. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a procedure the image intermittently disappeared. Another same device from the manufacturer was used to complete the procedure. There is no patient injury. Visual inspection of the returned device observed portion of adhesive is potentially missing. Device evaluation anticipated, but not yet begun. This product problem is being submitted because if it is determined adhesive is missing, there is a potential for harm if the malfunction were to recur.